Event description:
Reporter alleged a pt was found unresponsive and a result of 332 mg/dl was obtained using the inform system. Reporter stated the pt was taken to ICU and intubated before another result of 30 mg/dl was obtained using another inform system an unk time later. A lab draw was done sixteen minutes later, producing a result of 19 mg/dl. Reporter stated the pt was then treated with an unk amount of dextrose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.